Event description:
The following has been reported: after pump provisioning, pump went into a service needed pump problem alarm. Rebooted the pump and alarm persisted. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve actuation failure. Device displayed a red pump service alarm after device start up. Device was put into manufacturing mode to run tests on the pneumatics assembly. The device failed to pass recharge and hardware testing, indicating a faulty air compressor. The installed air compressor was swapped out with a new compressor. The pneumatics system was able to pass testing without failure. The air compressor will be replaced before the device is sent to the test line.

Event description:
Due diligence has been completed with no response. No pump was returned. The reported issue, pneumatic valve actuation failure (valve 1) cannot be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.